Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and during the puncture, the hemostatic valve was found broken. It was indicated that the hemostatic valve had leakage. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed no damage. The brim cap, hemostatic valve, and silicone ring were placed in their original place. Afterwards, the sheath was blocked at the distal end and then pressurized at both positive and negative pressure, and no issues were observed. No dislodgement, air leaks, bubbles, or other failures with the hemostatic valve were observed during the test. A device history record review evaluation was performed for the finished device batch number, and no internal actions were identified. No issues were identified during the test, as the device was returned without detectable damage or functional failures; therefore, the leak issue reported by the customer could not be confirmed. The instructions for use (IFU) contain the following precautions: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. Always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. In addition; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and during the puncture, the hemostatic valve was found broken. It was indicated that the hemostatic valve had leakage. The hemostasis valve (gasket) did not dislodge inside the hub. The brim cap did not become detached from the sheath. The sheath was being used on the patient, and no air entered the patient¿s body. The issue was resolved by replacing the vizigo with a new one. The procedure was completed. There was no patient consequence.